Manufacturer narrative:
Weight not reported. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 9 months. The event occurred at (B)(6). The report of suspected thrombus and a cause for the elevated levels of lactate dehydrogenase (ldh) could not conclusively be determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2013. It was reported that on 03/15/2014 the patient's lactate dehydrogenase (ldh) level was over 1000 u/l and device thrombosis was suspected. The patient was admitted to the hospital from (B)(6) 2014 due to hemolysis and a suspicion of device thrombosis. During the admission, the treatment administered included adjustments to the patient's anticoagulation regimen. The patient remains ongoing of lvad support. No additional information was received.